Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided and a ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6)2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.